Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to irregular stress, such as angulating with excess force, forcibly straightening bending section while it was bent. The event can be prevented by following the instructions for use (IFU) which state: "3.3 inspection of the endoscope inspection of the bending mechanisms 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, preparation and inspection, do not use the endoscope and solve the problem as described in section 5.2, troubleshooting guide. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, returning the endoscope for repair." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that one of the angulation cables of the evis exera iii colonovideoscope was snapped. The malfunction was identified during an unknown procedure. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus. An evaluation of the returned device confirmed the customer allegation. The device had a detached angulation wire. The control knob exhibited free play and was loose when turned in the right/left direction. The light guide bundle had breakage. Light guide tube was buckled, had dim color and was damaged. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.